Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and delayed in responding to touches. In addition, it was reported that the usb port was damaged and pump would not charge. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support.